Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, however it was reported by the field the device was functioning normally.

Event description:
During interrogation, an error message on the device was noted. Upon further review of the session logs, it was concluded there was a false alert for short circuit output damage (sosd) possibly due to an unrelated surgical procedure. A software download will be performed to clear the alert. The patient was stable with no adverse consequences.